Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-nov-2022 to 27-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system had cubie drawer failure. A field service technician replaced the pyxibus module controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system had a failed cubie drawer. The customer indicated that users were unable to dispense medications for patients due to this issue. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis medstation es system had a failed cubie drawer. The customer indicated that users were unable to dispense medications for patients due to this issue. However, the customer also reported that there were no delays in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer failure. A field service engineer replaced the pyxibus module controller board to resolve the issue. The system functioned as intended after the field service engineer serviced the device.